Manufacturer narrative:
There is no allegation of a device malfunction. A police investigator stated "that the patient involved was a regular smoker and regularly smoked in bed. Invacare's expert noted there appeared to be more fire damage toward the head section vs. The foot section (where the bed electronics and motors are located). Based on the available information, invacare is unable to determine what role, if any, the device played in the cause of the fire. The invacare® homecare beds 5410lowivc user manual states:"lighted cigarettes can cause a fire or other related hazards resulting in death, injury, or damage. Do not smoke while using this product. Do not allow others to smoke near this product"

Event description:
Documents received by invacare alleges that there was a house fire on april 13th and the end user died in the fire and there was property damage. The communication states there were multiple medical devices in the area, including a phillips concentrator, a hospital bed by invacare, an electric bed air pump by pinnacle medsource, and an oxygen regulator by cramer decker medical. The letter was communicated with intent to notify invacare of an in-home investigation taking place on (B)(6).